Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer evaluated the ventilator and replaced the direct current (dc) - dc printed circuit board (pcb). The ventilator passed all testing and was returned to the customer. The dc-dc pcb was returned to medtronic for further analysis. The pcb was visually inspected and noted a burnt c83 capacitor on the board. The board was not installed into any ventilator as it may cause damage to the ventilator and the associated components in the test ventilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the pb980 ventilator emitted a burning smell from the exhalation compartment. The patient was removed from the ventilator and placed on an alternate ventilator without any negative patient outcome (injury/harm).